Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as failed transducer pt801. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.